Event description:
It was reported that during the procedure, this right ventricular (rv) lead became stuck in the superior vena cava. Additional effort was required in order to reach the right ventricle; however, the pacing impedances were unstable, and loss of capture was observed. The physician attempted to reposition the lead to obtain stable measurements, but the attempts were unsuccessful. It was also noted that lead fracture was suspected. It is unknown as to whether imaging was done to confirm the suspected fracture. A new lead was used to complete the procedure, with stable measurements obtained. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during the procedure, this right ventricular (rv) lead became stuck in the superior vena cava. Additional effort was required in order to reach the right ventricle; however, the pacing impedances were unstable, and loss of capture was observed. The physician attempted to reposition the lead to obtain stable measurements, but the attempts were unsuccessful. It was also noted that lead fracture was suspected. It is unknown as to whether imaging was done to confirm the suspected fracture. A new lead was used to complete the procedure, with stable measurements obtained. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.